Manufacturer narrative:
(B)(4) .

Event description:
On (B)(6) 2010, (B)(4) was contacted regarding noise and pacing pauses on both leads for this pt. The physician cannot determine if the pacing pauses were caused by the leads or the device, so the entire system was removed from service on (B)(6) 2010. The pt also had (B)(6) . This device was discarded by the hospital.